Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level over 400 mg/dl and moderate to large ketone levels. Customer was treated with an insulin drip, and was released from the ER 12 hours later. Upon being released from the ER the customer was ¿stable¿, and customer¿s bg level was 180 mg/dl. Reportedly, intermittent occlusion alarms had occurred. The pump supplies were changed to address the occlusions. Reportedly, the customer continued to use the pump for insulin therapy.